Event description:
It was reported that a large volume infusor over infused a patient. The device was set to infuse for 24 hours and completed treatment in 15 hours. The drug was filled with an unspecified amount of vancomycin. This was found at the end of treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 14, 2014 - october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.